Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg), model 950, and bipolar lead, model 4285, experienced an episode of asystole and had to be externally rescued while in the recovery room following the implant procedure. ECG strips showed a progression from loss of capture to no output. Interrogation of the ipg in the or showed appropriate parameters and measured data. At this time the patient was being paced externally. The patient was taken back to the or. The wound was re-opened and lead positioning was rechecked. The physician elected to implant a new ipg, model 955, and bipolar lead, model 4269, along with a chronic medtronic lead.